Manufacturer narrative:
The user facility technician had reported that the pcs2 device had caught fire while adjusting the optics of the device. The technician reported that smoke was noticed when attempting to install the back panel onto the device. The technician estimated the fire lasted about 20-25 seconds, and reported that there were no injuries sustained due to the fire. The technician powered off the device as soon as possible. Photographs provided by the customer were reviewed by field service engineers and determined that the device should be returned to haemonetics for replacement due to the extent of the damage to the chassis. The photographs revealed that the blue display distribution cable was very twisted and the machine was full of dust, these conditions likely contributed to the cable catching fire. The device was removed from serviced and a replacement device will be sent to the user facility.

Event description:
The customer site technician called in to haemonetics product support on (B)(6) 2017 to report a device that had caught fire during a calibration event. The technician reported that they had finished calibrating the device optics and were in the process of installing the rear panel onto the device when smoke was observed, the technician estimated that the fire lasted for 20-25 seconds. The technician reported that they powered down the device as soon as possible. No injuries were sustained as a result of the fire.